Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the low battery warning appeared only 1 week after replacing the battery, and the pump became warm to touch. The patient indicated that the pump is worn in the shower. The patient denied any cracks or damage to the battery compartment, the battery cap is intact, and the battery cap is screwed on securely. There was no adverse event associated with this complaint.